Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 161 mg/dl, 187 mg/dl, 222 mg/dl, 272 mg/dl. Tests were done 10 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.